Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) following a non-device related procedure. The patient underwent an explant procedure. Additional information was received that the patient's ipg and leads were explanted and will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 15433496/15433496/15306070/15306070. Product family: scs-linear leads, upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 15527372.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) following a non-device related procedure. The patient underwent an explant procedure.